Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer advised that he treated with a manual insulin pen. The customer's blood glucose was 700 mg/dl. The customer stated that the insulin pump was empty, and he did not hear the alert, but the no reservoir did appear on the screen. He stated that he treated and his blood glucose returned to normal. He requested assistance with clearing the alarm, and no further assistance was necessary.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.